Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic with the right atrial lead dislodged. Chest x-ray and fluoroscopy confirmed lead dislodgement. The patient presented for lead revision procedure. During the procedure, a stylet could not be inserted into the lead due to heme occlusion. The lead was explanted and replaced. Upon explant, the lead exhibited insulation breach. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.